Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility has a leg w/ brake assembly that has a bent pin and it has slipped out.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility has a leg w/ brake assembly that has a bent pin and it has slipped out.